Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the drain stage. The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. The assignable cause was not determined. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received for device analysis. An alarm indicative of a potential malfunction of the disposable cassette was identified. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain ten of ten. The technical service representative (tsr) assisted the registered nurse (rn) in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.